Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. Troubleshooting was performed. Customer's blood glucose level was 127 mg/dl at the time of the incident. It was reported that the insulin pump did not alarm replace battery now prior to battery failed alarm. There was no physical damage, no corrosion on the battery compartment and spring. It was reported that the insulin pump alarmed again even after battery cap was cleaned and battery was changed. Troubleshooting did not resolve alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery alarm during testing.